Event description:
Customer reported getting erratic readings from their freestyle meter. Precision tests were performed at time of the initial call with the freestyle meter and results were 261 mg/dl and 151 mg/dl.